Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event has been estimated. The UDI is unknown because the part number and lot number was not provided. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the part number and lot number was not provided. The investigation was unable to determine a conclusive cause for the reported deflation issue. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat an unspecified coronary artery. An unknown nc trek was used for post-dilatation of an unspecified stent, but the balloon would not deflate afterwards. There was also resistance when removing the nc trek balloon catheter from an unspecified guiding catheter. The device was finally removed as a single unit with the guiding catheter. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Abbott alert date changed from 07/15/2017 to 07/17/2017.